Event description:
It was reported that the user experienced intermittent disappearance of dexcom g7 continuous glucose monitor (cgm) readings, with numbers appearing briefly and then vanishing, while not using the g7 mobile app and attempting to view data through the responsible device. No reported adverse physiological effects and no change in blood glucose were noted during the call. Outcomes included no alerts or alarms and no need for medical care. User support included remote troubleshooting and education, verification of the g7 pairing code, toggling between g6 and g7 settings, and restarting the sensor session, with a plan for the user to call back if readings did not resume. Investigation of this case revealed a suspected signal loss or connectivity issue between the cgm sensor and the responsible device; the sensor code was confirmed, and the session was restarted to reestablish communication. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity disruption.